Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the abutment screw (iunihg) fractured inside of the implant. The fractured piece was able to be removed.

Manufacturer narrative:
One gold-tite® hexed screw was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn from use. The complaint and malfunction of the screw is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. D10: device availability. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.